Manufacturer narrative:
The unit was evaluated by the engineering department at ohio medical corporation. Upon investigation, it was identified that the unit contained an old pc board (part number 758052 rev. 2). This issue is related a defect which is identified in ohio medical corporation's CAPA system. The device in question was the subject of recall number z-0833-2011. The user facility for this unit (unit cdf0000129) was notified per the recall procedure. A minimum of three (3) attempts had been made to notify the customer of the field corrective action. The attempts instructed the customer to return the unit to ohio medical corporation for repair or to request service at their site for the repair of the unit. The customer did not respond to the attempts made by ohio medical corporation. This field corrective action was closed by FDA on 03/16/2012.

Event description:
(B)(4) medical corp was notified by (B)(6) (biomedical engineer at (B)(6) state university). (B)(6) stated that the unit had a fire inside of shroud. (B)(6) stated the unit was plugged in and was charging. A nurse noticed a smell but didn't think anything of it. The nurse unplugged the unit to use it and it wouldn't operate on the battery however, it did operate when it was plugged in to ac. They decided to use a different unit. The nurse then called (B)(6) to have him repair unit. When he opened the unit, (B)(6) said that the unit was scorched internally from a fire within the unit and that the case contained the fire. The pc board was half disintegrated, the wire harness was melted and the battery looked as though it has damage as well. This event did not contribute to a death, illness or injury.